Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a thr the tip of a polarstem modular head for 21000662 broke. The procedure was resumed, without any delay, using a s+n back-up device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
H3, h6: the complaint device intended for use in treatment has not been completely returned. A visual evaluation of the returned part was conducted, and it was concluded that a segment of the proximal end has been fractured-off. The notch is still intact. The broke-off piece matches with the part of the device that displays the batch, so it was impossible to extract the lot number without said fractured-off part. No batch number was communicated so the production history review was not possible. Due to an unknown batch number, the review of historical complaints was performed on product number basis only, revealing 36 additional complaints over the past 12 months with similar failure mode. Review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. The root cause of the reported event remains undetermined. Normal wear and tear are known to contribute to the reported event. Additionally, repeated steam sterilization processes could contribute to an embrittlement. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. The need for further actions is not indicated. Nevertheless, smith+nephew will continue to monitor this device for similar issues. The returned device will be discarded.

Manufacturer narrative:
It was reported that, during a total hip replacement, the tip of a polarstem modular head for 21000662 broke. The procedure was resumed, without any delay, using a sn back-up device. The device intended for use in treatment was not returned for investigation. A product evaluation was not possible. No batch number was communicated so the production history review was not possible. Due to an unknown batch number, the review of historical complaints was performed on product number basis only, revealing 36 additional complaints over the past 12 months with similar failure mode. Due to insufficient information it is not possible to perform a review of past corrective actions. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. The performed investigation does not lead to an accurately determined cause. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. Due to insufficient information, it is not possible to indicate factors which could have contributed to the reported event. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith and nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. There is no need for further actions because of the limited information provided. Nevertheless, smith and nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.